Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced exposed mesh, vaginal scarring, construction, exposed suture and dyspareunia. An excision of exposed vaginal mesh and release of vaginal scar tissue were performed. A subsequent excision of protruding suture and release of mesh arm for dyspareunia were also performed.